Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker will not request any patient identifying information to be in accordance with regulation (EU) (B)(4) of the (B)(6). Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that the internal paddles would not deliver shock to the patient when attempted. As a result, defibrillation therapy would not be available, if needed. There were no reports of harm to the patient as a result of the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. The electronic patient records were downloaded and reviewed. It was observed that a shock was initiated but no defibrillation occurred as for some of the shocks, the synchronized (sync) mode was on. This mode requires the shock button to be held down. The issue could not be verified. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The internal paddles were evaluated and the issue could not be duplicated. The likely cause of the reported issue was isolated to user error.

Event description:
A customer contacted stryker to report that the internal paddles would not deliver shock to the patient when attempted. As a result, defibrillation therapy would not be available, if needed. There were no reports of harm to the patient as a result of the reported event.

Event description:
A customer contacted stryker to report that the internal paddles would not deliver shock to the patient when attempted. As a result, defibrillation therapy would not be available, if needed. There were no reports of harm to the patient as a result of the reported event.

Manufacturer narrative:
The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.